Manufacturer narrative:
Sec d ad h4 updated based on device lot information.

Event description:
It was reported that device damage occurred. The procedure was aborted. A left atrial appendage closure procedure was being performed. A watchman access system (was) was inserted and positioned at the laa and a watchman closure device and delivery system (wds) were advanced and deployed. The was was kinked distally, and the physician worried about the safety of continuing the procedure due to the kink. The wds was recaptured and removed. The procedure was subsequently aborted. There were no patient consequences.

Event description:
It was reported that device damage occurred. The procedure was aborted. A left atrial appendage closure procedure was being performed. A watchman access system (was) was inserted and positioned at the laa and a watchman closure device and delivery system (wds) were advanced and deployed. The was kinked distally, and the physician worried about the safety of continuing the procedure due to the kink. The wds was recaptured and removed. The procedure was subsequently aborted. There were no patient consequences.